Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with the blood glucose value of 50 mg/dl, damage, damage- belt clip rails damage or missing. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-1880l, mmt-7911na, mmt-242a, mmt-7020la. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-7911na. No product return is required for mmt-242a. No product return is required for mmt-7020la.

Manufacturer narrative:
The pump was received with the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, broken belt clip rails cracked case at corner of the belt clip rail, cracked keypad overlay at the select button, missing display window cover and fading serial number label. Cosmetic damage was confirmed at the belt clip rails area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.